Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The procedure to aspirate the thrombus was performed with good results. Hemostasis was surgically achieved in the rcfa. Hemostasis was achieved in the lcfa with a proglide device. Reportedly, the patient returned to the intensive care unit (ICU) due to his pre-existing cardiac condition but one day post procedure the patient expired. The physician stated the patient's death was unrelated to the proglide devices; the patient was reported to have been generally "in a very bad condition." No additional information was provided. (B)(4) - against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the patient, with hepatocellular carcinoma, presented with an ischemic leg and massive aortic stenosis. Due to the patient's bad condition, transcatheter aortic valve implantation was denied. However, an attempt was made to aspirate arterial thrombus. Suture placement with a proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to an interventional procedure to aspirate thrombus from the arterial system. The arteriotomy was a 10fr. Reportedly, the proglide device was not possible to introduce into the patient's anatomy and the device was removed. A second proglide device was introduced; however, there was difficulty in advancing the proglide. The device was rotated, some force and friction were used and the device was ultimately advanced into the arteriotomy. The foot was opened and the sutures were placed using the preclose technique. There was difficulty when deploying the needles. Once the needles were deployed they appeared to be at a "strange angle." The black plastic sheath detached from the rest of the device and was removed from the anatomy. A part of the foot had become detached from the device. A computed tomography (CT) scan was completed and confirmed that no part of the foot remained in the anatomy; however, vessel damage was noted. The left common femoral artery (lcfa) was punctured to place a stent graft to repair the vessel damage in the rcfa.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The separation was confirmed. The difficult to insert could not be replicated in a testing environment as it was based on operational circumstances. The difficulty deploying the device could not be replicated due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the device or patient death; however, the difficulty deploying the device, separation, tissue damage, and treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.